Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 alarms which were reproduced while running a loaded set. System error 345 alarms were verified through a review of the event history log and found to be caused by a failed upstream sensor. The upstream sensor was replaced to correct this condition. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported false downstream occlusion alarms which were not reproduced during evaluation. Downstream occlusion alarms were verified through a review of the event history log but could not be determined if the alarms were true or false. The force sensor was determined to be the failing component. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm and a false downstream occlusion alarm during an infusion of saline. Rate was set in basic mode at 100ml with a vtbi of 760ml in the general patient ward. There was no known patient injury or medical intervention associated with this event. No additional information is available.